Manufacturer narrative:
Device not evaluated as remains implanted in patient, leakage stopped by application of haemostatic agent. (B)(4) - no information on the patient has been provided to vascutek. (B)(4) - product quality issue - issue reported to vascutek as blood leaked at base of branch when clamps removed. Method: no testing performed as device remains implanted. A complete review of the manufacturing process, manufacturing records and qc records was carried out. This confirmed that there were no issues with the manufacture of the device. A review of the sterilisation records was carried out and confirmed that all acceptance criteria were met. Results - no failure in the manufacture process, inspection process or sterilisation of device was identified from the investigation carried out by vascutek. Conclusion - it was not possible to confirm the complaint or identify root cause of the event as device was not returned for evaluation and no images were provided of event. No grafts processed through the same gelatin impregnation batch were available for testing. In conclusion it was not possible to determine the root cause of the leakage by the investigation carried out by vascutek. A 5 year review of all polyester graft leakage complaints being reported was completed which gave an occurrence rate of (B)(4). A 5 year review of all gelweave graft leakage complaints being reported was completed which gave an occurrence rate of (B)(4). Any change detected during ongoing monitoring and trending of complaints will result in corrective action being considered. Vascutek now considers this complaint to be closed.

Event description:
It was reported that after declamping, blood leaked at base of graft branch. Bleeding was stopped by application of haemostatic agent.